Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) of regs0763 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same us facility. H3 other text : device not returned

Event description:
It was reported by customer that "20g accucaths kinking during insertion. The guide wire passes smoothly but on 3 separate incidences this week, the catheter is unable to pass over the wire." This report addresses the first event.

Event description:
It was reported by customer that "20g accucaths kinking during insertion. The guide wire passes smoothly but on 3 separate incidences this week, the catheter is unable to pass over the wire." This report addresses the first event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked accucath ace is inconclusive due to the nature of the returned sample. Three unopened 20 ga x 2.25¿ accucath ace peripheral IV catheter assemblies were returned for evaluation. An initial visual observation showed all three accucath ace peripheral IV catheter assemblies to be received in their original, sealed packages. The three catheters returned appeared to be from the same lot number as the complainant device. All three catheters examined were unremarkable. Catheter tips appeared to be properly formed and were easily advanced. A microscopic observation revealed a smooth transition from the catheter to the needle. Because the original complainant accucath device was not returned for evaluation, the complaint of an accucath kinking upon insertion is inconclusive. Based on the description of the reported event, possible contributing factors include weakened material due to flexural fatigue, placement technique, securement technique, and patient anatomical features. The three returned products of the same lot number as the complainant device appeared unremarkable; however, the originally implicated device was not evaluated.